Event description:
My daughter gets severe nose bleeds, headaches, dizziness, and fatigue. She also has trouble concentrating on her homework. She is masked when she is at school and while at basketball and volleyball practices and at games. I took her to the doctor and she received a medical mask exemption. Her school superintendent will not honor it. He is requesting more information, in the form of medical records from (B)(6) 2020-now. I will not provide that information, it is private. FDA safety report ID#: (B)(4).